Event description:
Svc technician reported while servicing the unit that the check valve cv3 was found separated at the hinge. The check valve was replaced. Subsequently, beginning in 6/01 all old check valves were replaced with a new design due to a recall of the old check valve due to tearing.